Event description:
On 10/25/00 a percutaneous transluminal coronary angioplasty (ptca) was performed. Prior to the rocedure, the pt had been on coumadin; however, it was discontinued. Medications administered during the procedure were heparin, integrilin, atropine, and plavix. During the angio-seal deployment, upward tension was maintained; however, the collagen was not tamped down immediately. The collagen was partly resting above the skin level and the assistant, using sterile forceps, attempted to widen the skin tract to facilitate insertion of the collagen into the arteriotomy. The collagen was then tamped down and the tension spring was applied; however, there was oozing around the site and a hematoma greater then 10 cm formed. Manual pressure was applied to the groin and subsequently a vagal reaction occurred. The pt stabilized following manual pressure and clamping and no further extension of the hematoma was noted. The pt was stable, alert and oriented with no report of pain to the groin or posterior abdomen. Review of the procedure with the physician indicated that no pre-placement angiogram had been performed. The physician felt the hematoma was not a result of device malfunction, but was related to technique.